Manufacturer narrative:
The reported event of lead fracture was not confirmed, while the reported event of inadequate threshold, impedance problem, and noise were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the right ventricular cable lumen, superior vena cava cable lumen, inner coil lumen, and the ptfe liner exposing the inner coil at the proximal region. The cause of the reported events of inadequate threshold, impedance problem, and noise were due to external insulation abrasion, consistent with friction to the device can. X-ray examination and electrical testing did not find any indication of conductor fractures.

Event description:
It was reported that during an in-clinic follow-up, varying thresholds and changes in impedance were noted on the right ventricular (rv) lead. X-ray showed an rv lead fracture. The rv lead was explanted and replaced. There were no adverse health consequences to the patient.

Event description:
New information received indicated that noise was also seen on the rv lead. The thresholds were intermittently high, and the impedance measurements were all within range with not a lot of fluctuations.